Event description:
According to the reporter, on (B)(6) 2021, the patient had persistent pain following white line ventral hernia repair with abdominal wall mesh. Very severe post-procedure pain that has improved over time but persisted. A persistent pain assessment was performed on (B)(6) 2021, i.e., 10 months after surgery for mesh placement. Abdominal-pelvic computed tomography scan after contrast injection with no abnormality visualized. Currently, the patient still has persistent abdominal pain: pain and/or discomfort during prolonged sitting. Sometimes uncomfortable lateral supine position. Pain and/or discomfort with large meals. Pain and/or discomfort when exercising (running, yoga, muscle strengthening). Trouble-to-wear pant belt for all-day wear.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.